Event description:
Spacelabs was notified that technical alarms generated from the xhibit telemetry receivers (xtr) are not escalating priority as expected.

Manufacturer narrative:
Investigation into the reported problem revealed a software bug that prevents alarm escalation if the xhibit telemetry receiver (xtr) has been running for longer than 25 days without being rebooted. A spacelabs field service engineer (fse) was dispatched to reboot all xtr's at the facility to resolve the reported problem. Spacelabs is currently working on a permanent solution to address the reported problem. Correction and removal report will be filed shortly. A spacelabs fse will continue to reboot all xtr's at the facility within 25 days until there is a permanent solution available to resolve the reported problem.